Event description:
It was reported that the insulin pump alarmed compromised force sensor system during manual primer. Customer's blood glucose was 27.2mmol/l. Customer treated with pen. Troubleshooting was done. Customer stated that the drive support cap was flushed. . Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.